Event description:
Overdelivery reported: the pump was programmed to deliver demerol 10mg/ml at 20.0mg/hr with a 50mg pca bolus available every 30 minutes as needed. The syringe vial was changed at 2325 hours. The rate was increased from 15.0mg/hr to 20.0mg/hr at that time. At 0055 hours, the pump alarmed "check syringe" and the syring was empty. It was reported that the pt was arousable and appropriately responsive. The pt's respiration rate was 20 and o2 saturation at 97%. The pt felt "goofy". The physician was notified and orders to discontinue the demerol infusion and manage pain with toradol 30.0mg intra venous push were rendered. There was no pt harm noted. Though requested, there was no additional info available.